Event description:
It was reported that a patient presented with inappropriate atp and hv shock for svt via merlin.net transmission. The patient had an episode of premature atrial beat and device delivered therapy. The patient rate did not slow down and the device kept redetecting vt. Programming changes were recommended. The patient was brought into the clinic and medication was adjusted. The patient was stable.